Event description:
An altitude alarm was reported from the pump. There was no adverse impact on the customer's blood glucose level. Cortical technical support instructed the customer to clean the speaker holes and reconnect the cartridge, which successfully resolved the issue after waiting an additional five minutes, with the pump resuming normal operation. Tips were provided to the caller to prevent future altitude alarms.